Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * was the product seal on the foil still intact when the package was opened? No, the foil seal was not intact the single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * if possible, could you please confirm the number of individual packages which contained a rusted needle. * if possible, could you please confirm the sterility of the packaging of the devices? (No holes or punctures, complete seal, etc)

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The opening the package, it was discovered that the needles in the 1 box has contained rusted needles. No patient impact or involvement was reported by customer to distributor. Additional information was requested.